Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The subject device is not available for evaluation as it remains implanted in the patient. The root cause for this event remains indeterminable with the available information; however, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with svd. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 3000tfx magna aortic valve underwent valve -in-valve procedure after an implant duration of nine (9) years, nine (9) months due to aortic stenosis and regurgitation with structural valve degenration. The tavr was performed with a 26mm 9600tfx sapien 3 transcatheter valve. The patient tolerated the procedure well and was transferred to the telemetry in stable condition. The patient was discharged on the same day.

Manufacturer narrative:
H11: corrected data: corrected conclusion coding to section h6

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-0014.